Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the buttons stopped responding. Customer's blood glucose was not known. It was stated the insulin pump may have been exposed to perspiration. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.